Event description:
Information was received from a healthcare provider via a manufacturer representative (rep), and rep regarding an external device and two demo implantable neurostimulators (inss). It was reported that the rep was updating and testing an account's fixed asset (fa) handset. It was saying that a communicator update was needed, but when the provider tried the update earlier, it only got partway before failing. The rep had tried as well, and was getting the same result; the update started, and then failed. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The handset was currently plugged in to charge, which should not affect the connection. The communicator was not plugged in currently. The user turned on airplane mode for about five seconds, then turned it off. The communicator had turned off while they were discussing the issue. The rep turned it back on, then went to the communicator updater again and retried. The user was seeing it start the update again and it updated and went through to 100% this time and then showed 'done' - did not fail. The user went to the rechargeable ins clinician application to try pairing, and the app paired with the ctm right away and went straight to searching for device and then device not found. The user had a rechargeable ins test device on hand and a non-rechargeable ins device on hand. They tried the rechargeable ins and non-rechargeable ins applications and could not get either device to be found. The caller was connected and transferred to the manufacturer help line after it was explained what was occurring. The communicator update issue was resolved at the time of the report. There was no patient involved in the event. It was then reported the rep was transferred from mobility after troubleshooting a communicator issue, which was resolved. The rep was now encountering communication failure when trying to connect to their demo batteries (one rechargeable ins and one non-rechargeable ins). The rep tried with the clinician and patient applications and tried their own handset and communicator and they still could not connect. It was confirmed the rep was using the correct applications for each battery. The rep could successfully connect to a different non-rechargeable ins model, so they believed it was an issue with their demo batteries. The rep was going to contact their direct manager to discuss potentially getting new demo batteries if the issue was not resolved. Additional information was received from a manufacturer representative (rep). The rep reported that they realized the rechargeable battery was needing to be charged (as they told them it may be but were not sure), and the non-rechargeable ins was not a demo.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the micro device (s/n: (B)(6)) is a demo and it does work after charging. The interstim x is not a functioning demo and it has no serial number and just says not for human use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the demos were not 'functioning demos.' They said that they were wrong; about both the rechargeable and non-rechargeable inss, they said, "the demo was not a functioning demo, it was just one to show patients."